Event description:
It was reported the catheter was being placed into the patient's right internal jugular in the operating room. The needle was inserted into the patient and the clinician began passing the wire through the needle. Approximately 1 1/2" of the wire was advanced when resistance was met. As a result, another needle and wire were used successfully. They do not know if there was a delay in treatment and there was no patient death or complications reported. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reported.

Manufacturer narrative:
(B)(4).